Event description:
It was reported that the patient experienced a pulsating sensation and inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and scs leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, (B)(6), UDI: (B)(4).